Manufacturer narrative:
Remove sale consultant information from initial medwatch, reported in error.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that the service history review of the past three years has been reviewed. The item was previously returned for service on 16-dec-2013 and 18-aug-2014 due to motor failure. The customer called in a service request for this item on 27-jan-2015 and reported the device is inoperable, running intermittently. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable, running intermittently. The manufacture date of this item is 7-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Additional evaluation was conducted. The report indicates that the customer reported the forward and reverse speeds were working intermittently. The repair technician reported the reverse speed was not working. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 12-feb-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. Complainant device was returned for manufacturer review/investigation on (B)(6), 2015. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. A review of the service history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that operation issues were discovered with two lots of a hand piece for battery powered driver. The motor for lot 004401 froze and experienced intermittent operation. The single arrow and reverse buttons on lot 003579 work intermittently. Issues were discovered post-operatively and outside of the operating room. No patient involvement. This report is 2 of 2 for (B)(4).